Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: none, serial#: (B)(4), implanted: (B)(6) 2018, explanted: none, product type: lead. Product ID: 977a260, lot#: none, serial#: (B)(4), implanted: (B)(6) 2018, explanted: none, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-feb-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had a fall during 2020. The patient had x-rays in (B)(6) 2020 which showed lead migration; however, due to covid, the patient did not elect to seek intervention. The patient is now scheduled for a lead revision on (B)(6) 2021 as her leads are no longer in a viable area to alleviate her back pain.